Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive in their car with their device alarming for low battery. Emergency medical services stated that the device was off. No abnormal controller or pump faults were seen in the log file. The cause of the unresponsiveness was due to dehydration, medication/substance, and stroke (unclear etiology or multifactorial). The patient expired on (B)(6) 2022. Device operated as expected but possible contribution if ischemic stroke from pump environment. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 7:39:05 through 14:45:11. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. Multiple low voltage events were captured throughout the log file. No external power events were captured beginning on (B)(6) 2022 at 9:01:25. The system continued operation on the backup battery until appropriate power sources were reconnected as intended, and support was not interrupted as a result of these events. The log files appeared to capture the pump operating as intended. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07aug2020. The heartmate 3 lvas IFU is currently available. This IFU lists stroke and death as adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.